Event description:
The patient was admitted for lead extraction and implantation of new lead after high impedance noted in her shocking electrode a month ago. The patient's ICD was implanted 2 years ago and she had had no discharges in the interval. The same ICD was re-implanted because the battery had been minimally depleted. History includes congestive heart failure. The following notes are taken from the operative note on date of event:preoperative diagnosis: fractured, recalled sprint fidelis implantablecardioverter defibrillator electrode.postoperative diagnoses: fractured, recalled sprint fidelis implantablecardioverter defibrillator electrode; twiddler's syndrome.procedures performed:1. Removal of implantable cardioverter-defibrillator dual-coil electrode.2. Implantation of implantable cardioverter-defibrillator dual-coil bipolar electrode.the implanting incisional scar in the left infraclavicular chest wall was sharply incised. The incision was carried down to the end of the ICD pocket.we delivered the device into the wound. We found that the lead had been twisted multiple times resulting in probably the observed fracture, but also the withdrawal of the lead into an unfavorable position was assessed by fluoroscopy. The patient had an adequate intrinsic heart rate and rhythm and accordingly the device was detached from the existing lead and removed from the field, preserved on the back table for future use. The patient's battery had near normal full life despite the implant 2 years ago. The lead was uncoiled. We attempted to pass a stylet down the lead, but we were unsuccessful on passing it to the tip of the lead. Nonetheless, we were able to withdraw the active fixation screw satisfactorily. Returning to the old lead under constant fluoroscopic examination, we applied rotational torsion and gentle traction and removed the lead in its entirety without difficulty. The lead other than the twisting appeared to be unremarkable in its appearance when examined. It was my opinion that although this was recalled lead, the failure of a lead was probably related to the twisting of the lead, but obviously performed by the patient probably subconsciously.